Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone number exceeds character limits: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.